Event description:
Additional information received identified the patient's scs system generator was replaced with a new one and stimulation therapy restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient cannot connect to the scs system implantable pulse generator with either the patient controller (pc) or clinician programmer (cp). Reportedly, the issue began for the patient after they had an unrelated surgery in february. The patient turned therapy off prior to the procedure, but did not set the scs system to surgery mode. The patient's pc displays the message "generator unavailable..., the cp displays the message "no supported generators found." The abbott representative attempted multiple times to resolve the issue via troubleshooting, but was unsuccessful. Surgical intervention would be necessary to replace the patient's scs system generator.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.